Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The physician found (csf) cerebrospinal fluid reservoir proximal catheter obstruction in the osv ii low pro. A revision was required and the physician changed the reservoir to another 909-712, and the result was good. The pt did not have a history of a cerebral hemorrhage and there were no protein levels done prior to the explant. Upon explantation, a visual examination did not find any tissue or blood debris on or in the catheter.